Manufacturer narrative:
The initial reported event of (brief event description) was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that all tachycardia therapies for the right ventricular (rv) lead were turned off prior to the lead extraction. There has also been a short rr interval alarm consistent with rv lead fracture. The patient is a participant in the post approval clinical surveillance product surveillance registry.